Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "the device has a broken laryngoscope blade and light source. The issue was identified prior to use". Associated complaints 8030121-2024-00009 and 8030121-2024-00008.

Event description:
It was reported that: "the device has a broken laryngoscope blade and light source. The issue was identified prior to use". Associated complaints (B)(4).

Manufacturer narrative:
(B)(4). Uci not available as the customer was unsure of the lot#.